Event description:
It was reported that during the attempted implant, the physician was unable to implant the lead due to "tight" patient anatomy. Once the lead was pulled back and out of the introducer, the insulation appeared to have bunched up and insulation integrity was questioned. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the proximal conductor was stretched, there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched.